Event description:
It was reported that the patient's implantable cardiac monitor (icm) showed false pause episodes due to undersensing. No intervention was performed. The patient had no adverse consequences.